Event description:
Nurse reported that customer was hospitalized due to low bg's. Nurse stated that when pt reset the pump to the new rates as per ER dr the customer pressed the easy bolus and pump jumped to 12 units and started to deliver.